Event description:
During a (pci) percutaneous coronary intervention, post dilation was conducted with the cypher (sds) stent delivery system, but balloon ruptured when the pressure was increased from 10 to 12 atmospheres. The ruptured balloon was verified with angiogram and back flow of blood. The sds was retrieved and post-dilation was completed with a different balloon catheter (quantum 3.0 x 15 mm) at high pressure and the procedure was completed. There was no reported pt injury. The product was clinically used and will be returned for analysis. The target site was the circumflex artery with a lesion that was de novo, slightly calcified, moderately tortuous and 90% occluded. Ivus was conducted prior to delivering the cypher stent. After pre-dilation with the balloon (product unknown), the cypher cjs33300 was being delivered to the site, but the product would not cross the lesion. The guiding catheter (mach1 7f fl4) was re-positioned in order to get backup support, and the cypher was deployed in the target site at 12 atmospheres for 15 seconds. The physician's comment: there was slight calcification and pre-dilation was performed at the lesion, but the unit ruptured. Usually it does not burst at this pressure because the sds does not usually burst even if the pressure is increased to 22 atmospheres. The female pt with an unknown medical history underwent the implantation of a cypher stent to the left circumflex artery (lcx). An attempt was made to use the balloon of the stent delivery system to post-dilate but a balloon rupture occurred and leakage of blood was reported. The post-dilatation was completed with another balloon. There was no injury to the pt.

Manufacturer narrative:
Indication for the initial evaluation is unknown. The lcx was slightly calcified and moderately tortuous. Per the instructions for use, the cypher stent is contraindicated for use in lesions that are tortuous. The lesion was pre-dilated, but there was difficulty delivering the cypher to the lesion and the guide catheter had to be moved to provide better support. There was no reported deployment difficulty. Inspection of the returned product confirmed a full axially directed tear of the balloon. However, further analysis did not identify any anomalies that might have initiated the balloon burst. Clinically, there are lesion and procedural factors that might have contributed to the lack of effectiveness of the device. However, the exact cause of the balloon burst could not conclusively be determined. A clinically used cypher raptor (sds) stent delivery system was returned for analysis. The balloon had a full axially directed tear. Microscopic analysis performed on the balloon material revealed no evidence of abrasions that might have caused the balloon burst. The microscopic examination performed on both marker bands revealed no anomalies that might have initiated the balloon burst. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The exact cause of the balloon burst could not conclusively be determined. This product is similar to ptca balloons sold in the us. Additionally, due to new reporting guidelines within cordis, this event is being reported at this time.